Manufacturer narrative:
The device has not been returned for evaluation nor were x-rays provided to confirm the alleged event. Root cause cannot be determined at this time. The reported event has been addressed in the device labeling. Device has not been returned.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020. As per the reporter, after attaching the precice nail onto the locking rod through the drill guide arm the scrub nurse tested the alignment of the 5mm drill inside the drill bushing and drill guide and the 5mm drill was not able to go through the screw holes of the nail. This test was done on both screw holes of the nail. The scrub nurse then undid the assembly and nail. The nail was again attached to the locking rod with guide arm and the process was completed again yielding the same result. The drill could not go through the screw holes. The surgeon then attempted this process also with the same result. The nail was used in the patient without drilling through the guides. The surgeon was able to use the same screw holes. The surgeon commented that the alignment was out about 3mm which was possibly the result of a bent drill guide arm or screw holes milled slightly out.